Event description:
Pulmonetic systems, inc. Received the following report: unit will not power up, not on pt at time of failure. Audible alarm did sound, but no error messages present. Constant alarm-unable to reset-no message displayed-no pt involvement.